Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited whitish foreign material inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - deformation of upward/downward angulation control knob, water tightness is lost. - due to a crack on scope-body, water tightness is lost. The event can be detected/prevented by following the instructions for use: instructions states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Instructions states the preventive measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.